Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), the reported events could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6) 2020 (refer to MFR # 2916596-2021-00955). (B)(6), was not returned for evaluation. The hm3 instructions for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2020 with fluid overload and signs of right ventricular failure. There were no low flow alarms present. The patient was admitted on (B)(6) 2020 and started on IV (intravenous) dobutamine and diuretics. The patient was unable to be weaned off of inotropic support and was discharged home with dobutamine on (B)(6) 2020.